Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient called to report a left side rupture. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported ¿a 0.5 cm lymph node in the upper outer aspect of the left breast adjacent to the implant capsule suggests silicone adenitis".

Event description:
Patient called to report, a left side rupture. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Event description:
Patient called to report a left-side rupture. Device remains implanted. Later, healthcare professional reported left side rupture.

Manufacturer narrative:
Correction to g.3 aware date of supplemental medwatch emdr-39109 aware date should have been listed as 6/20/2024. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. ¿ lymphadenopathy: unable to observe as it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report a left-side rupture. Device remains implanted. Later, healthcare professional reported left side rupture.